Event description:
The customer reported to baxter (B)(6) of a clearlink system, continu-flo set in which the customer attached a secondary line to the upper port, but was unable to infuse, there was no flow. The tubing was changed and the infusion proceeded. This took place in the chemotherapy unit. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was available for evaluation. The sample arrived out of the pouch primed. Visual inspection showed no obvious abnormalities. The sample was attached to an in-house 1000ml solution bag and re-primed. An in-house (B)(4) secondary set also spiked into an in - house 1000ml solution bag containing reverse osmosis water was the attached to both y sites and checked for flow. The (B)(4) primary set primed and flowed normally. Both y sites also flowed normally with no re-knit noted. Because, the sample primed and flowed normally the complaint will not be confirmed. The root cause was not determined.